Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without an issue. Evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance out of its introducer sheath due to the offset coil winds in the embolization coil. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00854.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00854.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery to posterior communicating artery (ic-pc) using penumbra smart coils (smart coil), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous, calcified, and narrowed. During the procedure, the physician placed five non-penumbra coils in the target vessel using the microcatheter. The physician then attempted to advance a smart coil into the microcatheter; however, the smart coil would not advance and was stuck in the distal tip of its introducer sheath. Therefore, it was removed. Subsequently, another coil and a new smart coil was successfully placed the target location. The physician then attempted to advance another smart coil into the microcatheter; however, the same issue occurred. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.